Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding the charge. The customer's blood glucose (bg) was in the 400 mg/dl. As the contact did not have the pump at the time of the report, a pump system check could not be performed. Although additional information was requested, the contact did not reply to the requests.